Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient had tripped. It was noted that the clinical diagnosis was a lead fracture and no more pain relief.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 977a275, lot# 0208490144, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional of a clinical study reported that the device diagnosis was lead fracture. The clinical diagnosis was a fall leading to a break in the lead. The outcome was resolved without sequelae. Interventions included explanting and replacing the lead. The event resulted in in-patient hospitalization. The patient reported no more pain relief from the spinal cord stimulator (scs) since a fall. The patient attended the clinic and reported no benefit from the stimulator. The patient admitted to having a fall and the stimulator stopped working after the fall. All impedances were high and the stimulator was switched off. An x-ray was taken to check for a break in the lead. The device was interrogated and all impedances were greater than 2,000 ohms. Stimulation remained switched off. The lead was replaced and all impedances were within range. The patient was happy with the system and the scs was working well. The etiology was reported as related to the device or therapy and not related to the implant procedure. No further complications were anticipated.